Manufacturer narrative:
(B)(4). Batch #: t5c697. Additional information was requested and the following was provided: was the device locked on tissue with the jaws closed? - no what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?if yes, how was the device removed? -na did the jaws eventually open? - no investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no reload present. It was observed the ring closure with the locking system broken. No functional testing could be performed due to the returned condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the 4th firing the anvil jaw would not give compression and the anvil jaw was not opening. Surgery was delayed 20minutes. They replaced it with new gun, and the procedure was completed successfully. There were no patient consequences.